Event description:
The pt received transcranial magnetic stimulation at the psychiatrists office. Afterward the implantable neurostimulator started shutting itself off. The pt may have seen the 'call your doctor' icon on the pt programmer, but wasn't sure. The pt did not recall seeing any codes associated with the icon. The device turned itself off 5 times in 1 day. After the 5th off event the pt stopped getting symptom relief. The pt was seen in clinic. The neurostimulator was on. Therapy was not programmed to cycle. Impedances were normal. When the device was interrogated with the physician programmer the pt appeared to get symptom relief. A trace analysis from the physician programmer was recorded. Two short physician mode recharges were done to reset the device. The implantable neurostimulator turned off after each recharge. No add'l unintentional stimulation off events occurred the following day. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).